Event description:
A facility reported a hakim valve (ID (B)(4)) seemed to be clogged. Attempts to intraoperatively flush the system failed, system thus was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve at the time of investigation no occlusion issues were noted with the valve. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Additional information received - implant was shortly before in 2022 but exact date not available.